Event description:
The customer reported the evis exera iii video system center power button is stuck. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer confirmed that the power button in the front was stuck at the in position and failed to release. Tac explained that olympus no longer sell repair parts for the unit and advised for the device to be sent in for repair. The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, however, it¿s likely the cause is related to the operating force applied to the power switch and the number of times that the switch was pressed exceeding the original assumption. Olympus will continue to monitor field performance for this device.